Manufacturer narrative:
Taper I. Medwatch sent to FDA on 04/16/2009. Visual examination of the returned device determined the access port tubing connector to be a taper I. The reporter of the complaint was asked to indicate the product serial # and implant date. The info has not yet been received by allergan. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The physician reported as "rupture of the catheter (metallic piece linking to the access port)."